Event description:
It was reported that at the end of a da vinci si gall bladder procedure, the surgeon inadvertently punctured the patient's liver. Repair was performed using cauterization and a coagulating gel. No additional patient harm was reported.

Manufacturer narrative:
The investigation conducted by an isi representative concluded that system was working as intended with no reported or observed malfunctions. The surgeon is aware of the user related actions that contributed to this event and on (B)(4) 2011, additional training was conducted with the surgeon. As of (B)(4) 2011, there have been no reported recurrences of the issue at this hospital.